Event description:
It was reported that the implantable pulse generator (ipg) battery reset due to cold weather storage. The ipg was not used for the case and a different ipg was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.